Manufacturer narrative:
Clinical report states that patient was revised to address cup mal-positioning. Doi: (B)(6) 2011; dor: (B)(6) 2012 (right hip). The device associated with this report was not returned for examination. A review of provided patient x-rays confirms that the cup is positioned with more version that recommended by surgical technique. The root cause is attributed to use error in the cup placement for this patient. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened to report loosening of the cup. Depuy will notify the FDA when the investigation is complete. (B)(4).

Manufacturer narrative:
**Update** (B)(4) 2013 - x-rays were received. The complaint was re-opened. **update** (B)(4) 2013 - patients operative records were received. Records indicate upon revision the cup was found to be loose. A screw was added to the complaint and the complaint was re-opened. There is no change to the above statement.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states that patient was revised to address cup malpositioning.